Event description:
It was reported to medtronic minimed that the customer received sensor updating alert, calibration not accepted alert and also experienced differences between sensor glucose and blood glucose levels twice the times but the insulin delivery was not suspended due to the difference in the glucose values. The customer blood glucose was 63 mg/dl, both the time whereas the sensor glucose value was 349 mg/dl and 113 mg/dl respectively. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 80 mg/dl and it is beyond 30% limit. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion 3. Section h11 - updated return status rationale currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary it was reported that the customer received change sensor alert instead of sensor updating alert. The device will not be returned for analysis.